Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was plugged into a power source with 10% battery life displayed. The device remained plugged in for 2.5 hours, however the battery gauge display decreased to 5% battery life and the pump unexpectedly reset. When the pump turned back on, the battery gauge displayed 75% battery life. The customer reported an impact to blood glucose level (356 mg/dl). The customer took a correction bolus with the pump. It was indicated that the customer would continue to use the pump until the replacement pump was received.